Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 90% to 5% while connected to a power source. Later that day the customer stated the pump battery jumped from 5% to 90% quickly. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.